Event description:
A consumer reported that following intraocular lens (iol) implant surgery, his vision is hazy, dull, and muted. He has discussed this with his surgeon who told him he has inflammation in the retina for which he was given eyedrops. He indicated that he is being treated for dry eyes and crusted eye lids. The consumer stated he wants the lens exchanged but the surgeon told him the lens was fine and an exchange is not necessary. The consumer also indicated he does not believe there is anything wrong with his retina and that he sees very clear with the fellow eye which is implanted with another brand of iol. In a f/u, the surgeon reported the event continues and the lens is in the bag without capsule opacity.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 02/13/2012 by fax and mail. A completed questionnaire was received on 02/19/2012. (B)(4).